Event description:
This case was reported by a dentist and described the occurrence of hypersensitivity reaction in a female patient who received corega adhesive strips (also identified as poligrip strips) over a period of one year for an unknown drug indication. The reporter was the patient's father. Concurrent medications included pioglitazone, lovastatin and enalapril. On an unknown date, the patient started corega adhesive strips (dental). In 2006, the patient experienced hypersensitivity reaction, tongue edema (volume increased three times normal size) and acute respiratory failure. The patient was hospitalized and the dentist considered the events to be life-threatening. The patient was treated with corticosteroid and antihistamine. At the time of reporting, the events were resolved. The dentist considered possible package contamination. Manufacturer's comment: the manufacturer report number for this case is 1020379-2006-00006. The lot number for this product is available and a product sample is being sent to local quality assurance. No corrective actions have been required based on this report.